Event description:
It was reported that the patient was seen in clinic and the doctor noticed that the pump sounded different due to frequency of speed jumps and drops, which were observed in real time on the system monitor as well. The patient was asymptomatic and denied alarms. Log file review was requested, and the event log file was mostly filled with pulsatility index (pi) events. There were no unusual events recorded in the log file event history. It was stated that the physician had concerns about the frequency of pi events and the frequency of speed increases. The patient¿s speed was both dropping and increasing past 5900. The patient was not treated, and the issue had not resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported change in pump noise could not be confirmed through this evaluation. A specific cause for the reported noise, as well as a directed correlation to this device, could not be conclusively determined through this evaluation. The controller event log file contained events from 15jun2025 through 16jun2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters including pump speed. This section also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Sections 1 of the IFU, ¿introduction¿, and 6 of the IFU, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.